Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the pt's alleged post operative experience. A manufacturing a review was performed and found that the lot was manufactured to specification. If additional info is obtained, this report will be updated. Note - section a through d: the info provided by bard represents all of the know information at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
The following allegation was reported to davol by the pt: the pt alleges that in 2004 she was implanted with a bard composix kugel hernia patch. She alleges that 1.5 years later she stated to experience pain at the site and she was recently diagnosed with a bowel obstruction. She alleges the obstruction. Has improved with a bland diet and that her pain is being treated with medication. The pt also stated her abdomen is bulged in the area of the patch and she is experiencing continued pain. The pt states that surgical intervention is planned, and that the doctor said the problems experienced are a direct cause of the mesh.